Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed volume accuracy test. No damage noted on the keypad traces. The keypad connector on lcd board was locked. Then the motor was tested outside of the insulin pump and passed.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. Unit was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The unit calculated the additional bolus deliveries and were verified in the daily total screen. Unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly, daily total anomaly, basal anomaly or bolus anomaly noted. No button error alarm noted. All buttons function properly. Unit had cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump is not delivering insulin. It was also reported that the customer received a button error alarm. Customer's blood glucose level at the time 162 mg/dl. Troubleshooting occured. Advised insulin would be replaced. No additional information was provided.